Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states that the asymptomatic patient presented in the emergency room for unrelated issues to the pulse generator, upon interrogation atrial noise still existed. The device was reprogrammed and the patient would be continue to be monitored.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Review of the electrocardiogram revealed inappropriate auto mode switch episodes due to atrial lead noise. The noise was reproducible with pocket manipulation. The device was reprogrammed and the patient was stable.